Event description:
(B)(4). Went to urgent care due to pain in lower left pelvic hip area and had spotting. Also bleeding in my upper sinuses inside my throat but in clots. Doc said I may have a cold but hip pain she couldn't understand. I got my period 2 days later after visit and it was almost a week early. This time it came extremely heavy in one day and was gone the next in clotty form. It had been unusually light last year in a half and that was also a concern. I feel this essure is making me worse and worse and want it removed. It's making me sick